Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels range above (350-376 mg/dl) the customer delivered boluses via the pump to stabilize bg level. Troubleshooting could not be performed for past elevated bg's. During the call with tandem technical support (cts), it was indicated that the customer had last changed supplies 72 hours ago. The contact was educated that humalog insulin has been tested for up to 48 hours. The contact also stated the touchscreen had a crack down the middle. When the screen protector was removed the touchscreen was functioning as intended and no crack was visible. The reported issue was due to the screen protector. In addition, the contact noted when checking bolus history the customer did not enter a bg value for most recent bolus and therefore did not receive the correction portion of the bolus. Cts educated the contact that it is a possible cause for current elevated bg level, since the customer received no additional insulin beyond the amount of food that was consumed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.